Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. UDI for concomitant product, neurostimulator (B)(4).

Event description:
It was reported that a patient had a lead revision on (B)(6) 2026, due to lead migration from a fall the patient had. The representative met with the patient and physician in the clinic, as the patient complained of not getting relief from their symptoms from the therapy. Tests were done on all four electrodes, but the patient was still not able to get the patient any relief. The physician advised that x-rays showed lead migration. A decision was made to do a full device revision; both the lead and implant battery were replaced for the patient on (B)(6) 2026, as the patient was unable to charge their device any longer due to their cognitive. There were no other issues or complications reported.